Event description:
It was reported by the site that the patient was found unconscious behind the door of the patient's room on the normal ward approximately one month following implant. It appeared as though the patient fell out of the bed; both batteries were not connected to the controller. The patient did not react to speech or touch and was not breathing. The nurse called the emergency team, which started resuscitative efforts. The controller was restarted by connecting both batteries. A CT scan showed a small intracerebral lesion. The site's team involved at the event did not recognize any alarms. Per the physician, the alarm adapter was not connected to the controller, leading the physician to believe that the patient likely muted the controller alarm while pressing both buttons for 5 seconds. It was estimated that the controller was without power for approximately 30 minutes. Following this event, the patient was reported to be ventilated, on continuous veno-venous hemodialysis (cvvhd), on a low dose of inotropes, and stabilized in the ICU. The patient's anticoagulation was reported to be controlled with an inr between 2 and 3. Approximately one week after the event, the patient died due with intracerebral bleeding and a midline shift with cerebral edema.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller has been received and is awaiting further analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Con186382 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start correlating to the reported event of a power disconnect by both power sources on the date of the reported event. The controller passed visual inspection and functional testing. Log file analysis revealed a controller fault alarm three days after the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. This is considered an incidental finding not related to the reported event. This finding is captured in complaint (B)(4). The reported event of "no sound" was not confirmed during testing. Medium and high priority alarms were audible. The most probable root cause of the "no power" event was the disconnection of both power sources by the patient or as a result of the patient falling from the hospital bed as described in the event details. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "no sound" are most often attributed to depleted nimh batteries and result in the controller not sounding the no power alarm. The most likely root cause of the reported "no sound" event is a depleted internal nickel-metal hydride (nimh) battery inside the controller. There are no known clinical factors that could have contributed to this event. No additional information will be forthcoming.